Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 18.1 mmol/l associated with frequent occlusion alarms. Troubleshooting of the occlusion issue found that the user was correctly using the infusion set but was not correctly using the cartridge related to the event. The reporter indicated that the occlusion alarms caused one bolus to be cancelled for 1 unit of 7 units of insulin. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.